Manufacturer narrative:
(B)(4). Pan dislodgement, sled movement, missing drivers. Additional information: cartridge a - batch # l53h9g; mfg date 07/11/2014 ; exp date 6/11/2019; cartridge b - batch # l53m0k; mfg date 07/22/2014; exp date 6/22/2019. The analysis results showed that two ecr60b cartridge reloads were received. Cartridge (a) ecr60b, l53h9g was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Cartridge (b) ecr60b, l53m0k was received unfired and with the cartridge pan dislodged. Furthermore four drivers were noted to be missing making the reload non-functional. The returned reload (a) was reset and loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached on what caused the drivers to fall and the cartridge pan to be dislodged from cartridge reload (b), it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch records were reviewed and no anomalies were noted during the manufacturing process for either cartridge reload.

Event description:
It was reported that during an unknown procedure, the blue reload was not firing, even with the firing sequence. The stapler was also not firing with the firing action. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.